Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The reported blood glucose reading was 700 mg/dl. It was reported that the customer had changed her infusion set three days prior to being hospitalized, and had attempted another change the day before she was hospitalized. It was reported that during the customer's last infusion set change that she received no delivery alarms during priming. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test was not performed.